Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2010), postpartum hemorrhage, blood transfusion, anemia and depression. Previously administered products included for an unreported indication: mirena iud from 2011 to (B)(6) 2012. Concurrent conditions included body mass index normal, anesthesia and bladder pain. Concomitant products included fluoxetine since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and mental disorder ("psychological or psychiatric problems"). In 2014, the patient experienced obsessive-compulsive disorder ("ocd") and hormone level abnormal ("psychological or psychiatric problems (hormonal due to having hysterectomy)"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain (mild to severe at times)"), allergy to metals ("nickel allergy"), nausea ("nausea"), complication of device removal ("physician stated my stomach was cut during the procedure") and gastrointestinal injury ("physician stated my stomach was cut during the procedure"). The patient was treated with fluoxetine, panadeine co (tylenol #3) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper, cystitis, urinary tract infection, vaginal infection, obsessive-compulsive disorder, hormone level abnormal, migraine, headache, allergy to metals, nausea, fatigue, weight increased, mental disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, obsessive-compulsive disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: pfs- patient did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. She did not allege that essure caused birth defects. Mr- 3 visible rings on the right side, two visible rings were visible on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2017 : surgical pathological report : diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy benign endometrium with focal breakdown, benign bilateral fallopian tubes containing essure devices negative for significant inflammation, benign para tubal cyst (left) and benign bilateral fimbriae, benign endocervix, ectocervix not received for review. Note: gross examination of bilateral fallopian tubes, reveal uniform, non-dilated, non-inflamed fallopian tube segments. The essure devices are present within the lumen of the fallopian tube without associated complication, inflammation or displacement. Cross sections of bilateral fallopian tubes reveal overall maintained architecture negative for inflammation. Description: received in formalin in a container labeled with the patient's name and "uterus plus tubes ii is a uterus with segment of cervix measuring 6.2 x. 5.0 x up to 3.5 cm., resected with both fallopian tubes. Viewing the distal end of the cervix reveals no definitive ectocervix. The serosal surface is focally erythematous/ecohymotic and generally smooth. The endometrium is pink-yellow to pink-red, smooth to granular and measures up to 0.1 cm. No endometrial tumors are seen. The myometrium measures up to 1.9 cm. No myometrial masses are identified. The endo cervical epithelial surface is gray-pink to pink-red and displays the expected folding pattern with no definitive tumors identified. The tubes average approximately 7.5 x 0.5 cm. There is a paratubal cyst on the left side which is emanating from a peduncle and measures approximately 1.0 cm. Within the fallopian tube which is nearer to the uterine wall, there are implanted contraceptive devices bilaterally which have been threaded into the tube and uterine wall. A limited sectioning in these areas reveals no tumors, representative sections: longitudinal section showing distal cervical margin and serosal strips; endomyometrium; right tube to include all fimbriae; left tube to include para tubal cysts and all fimbriae. (B)(6) 2012 : hysterosalpingogram : findings: an initial scout radiograph demonstrates bilateral essure inserts. The uterine cervix was cleansed with betadine and a balloon catheter introduced. Water soluble contrast was injected with good opacification of the endometrial cavity. The essure inserts are in appropriate position, the fallopian tubes did not fill indicating bilateral tubal occlusion. The endometrial cavity is unremarkable. (B)(6) 2017 : lsh with bilateral salpingectomy /gastrostomy repair / cystoscopy with hydro distension : findings: normal uterus and ovaries bilateral. Ischemia changes near essure devices. Normal peritoneum. Normal cystoscopy with bilateral spill pyridium. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia (confirming heavy periods), dyspareunia(confirming pain with intercourse), cystitis(confirming recurrent bladder infections). Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "vaginal bleeding, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), stomach pain (mild to severe at times), bladder infection, urinary tract infection, vaginal infection, ocd, psychological or psychiatric problems (hormonal due to having hysterectomy), migraines, headaches, nickel allergy, nausea, vaginal discharge, fatigue, weight gain, psychological or psychiatric problems, physician stated my stomach was cut during the procedure", reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.